Event description:
A device report from (B)(6) indicated a device report was received from (B)(6): unknown pt was implanted with a lcp metaphyseal plate on an unknown date. It was reported the plate was broken on an unknown date. Pt needed medical/surgical intervention on an unknown date. No further information is available.

Manufacturer narrative:
Device was used for treatment, not diagnosis. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA a review of the device history records was completed on 1/24/2014 and no complaint related issues were found.

Event description:
Distal tibia fracture plate broke insitu. This is report 1 of 1 for this event (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.